Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED reporting replace battery pack now was related to the customers failure to maintain the battery pack.

Manufacturer narrative:
This battery pack nor the electronic log files for the AED were returned and thus the root cause could not be determined.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.